Manufacturer narrative:
Continuation of d10: product ID ddmc3d1 (serial: (B)(6); product type: 0235-ICD; implant date (B)(6) 2020; explant date (B)(6) 2025 product ID 407652 (serial: (B)(6); product type: 0270-lead-lv-pace; implant date (B)(6) 2008 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high/undefined pacing impedance. It was reported that the patient was admitted to the hospital due to bradycardia symptoms, in which it was noted that atrial pacing was being inhibited due to noise on the rv lead. Upon laser lead extraction, the physician noted that the rv lead came apart/fractured at the venous access point. The rv lead was fully explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.